Event description:
Litigation papers allege the patient suffered symptoms and damage to his body including but not limited to pain and discomfort in his left thigh and groin, dull ache in his hip area when standing for periods of time, clicking and popping sensation in his hip, sensation that hip is unstable and is going to go out on him when he stands or walks, metallosis damaging the bone and tissue surrounding the implant, other infection and inflammation of surrounding bone and tissue, a lack of mobility, chromium and cobalt metal toxicity, and other health complications due to cobalt and chromium metal poisoning. It is further alleged that the patient will undergo revision surgery in (B)(6) 2011. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.